Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 358 mg/dl at the time of incident and the current blood glucose of the patient is 436 mg/dl. The customer also report the blood glucose was 258 mg/dl. Customer treated with insulin pump and bolus. The customer also state that there was multiple large bubbles are present along the tubing length. Customer report customer does not allege pump was under delivering and drive support cap appears normal. Insulin pump will not be returned for analysis.